Manufacturer narrative:
Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6224667. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the device, 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle, has a safety guard which comes off green shield revealing bare needle. No medical intervention or injury reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.

Manufacturer narrative:
The date of event was submitted incorrectly on the initial MDR. The date bd became aware of the event has been used. This date is (B)(6) 2016.